Manufacturer narrative:
The insulin pump was received with missing segments due to corroded lcd board. There was corrosion present on the motherboard during visual inspection.

Event description:
Customer's mother reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 486 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for moisture damage was performed. Customer advised there was fluid under the lcd display. Customer advised the device was not dropped, there were no cracks and that they wear the device under their clothes. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.